Manufacturer narrative:
Facility's intensive care (ic) nurse stated that the prisma machine did not contribute to this pt's death. Gambro had no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability. This event is being reported as per gambro policy: all cases of pt's death within 24 hours after end of the treatment are considered reportable regardless any involvement of a gambro device.